Event description:
Following successful and accurate deployment of the trunk-ipsilateral component of the excluder bifurcated endoprosthesis, access to the contralateral leg hole could not be achieved. Although the contralateral leg hole appeared to be completely deployed, multiple approaches for cannulation over 2.5 hours were unsuccessful. Physician made decision to convert this patient to an open surgical repair of the abdominal aortic aneurysm. The device was explanted and discarded by the hospital.